Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards italy affiliate, during a transfemoral valve in valve (vinv) tavr procedure with a 23mm sapien 3 ultra valve in a non-edwards valve, the commander delivery system balloon burst during delivery of the valve. An additional +1cc of extra volume was added to the balloon prior to the inflation, and almost 1.5/2 cc was left when it burst. Upon removal of the delivery system, the distal part of the balloon with the nosecone broke from the catheter and remained on the guide wire. Multiple troubleshooting attempts were done to retrieved the nosecone, and it was finally captured with the loop of the guidewire from the right femoral access. The part was removed successfully. Post dilation was performed, and the procedure ended successfully and the patient was discharged.

Manufacturer narrative:
The 23mm edwards commander delivery system was received with the distal part of the balloon separated from the delivery system. The delivery system was returned in lock position with the fine adjustment 50% used and the flex indicator was in straight position. The delivery system was visually inspected and the following was observed: the balloon had burst radially and longitudinally, the proximal balloon was attached to the delivery system, the distal balloon was separated from the delivery system, the spring coil was stretched, and adhesive was present on the distal portion. Due to the nature of the device, functional testing was not able to be done. However, dimensional testing on the device was done and shows. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. The imagery provided by the site shows the delivery system after use with the distal portion of the balloon separated and the balloon spring stretched out. The following instructions were reviewed: IFU for commander delivery system, device preparation manual, and procedural training manual. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, difficulty to withdraw system through esheath and system components separate during use were confirmed. No manufacturing non-conformances were identified during the evaluation. As reported, 'the procedure was an aortic valve in valve in a perseval size m. During procedure, during the delivery of the valve, the balloon of the commander delivery system exploded. 1cc extra volume was added to the balloon prior to the inflation. 'The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume and previous implanted valve.). It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Additionally, the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon burst. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with the existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient (pre-existing valve) and procedural factors (over inflation) may have contributed to the complaint event. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.